Event description:
It was reported that pump malfunction occurred without any notable events beforehand and displayed malfunction code 12 with a related fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue returned, and caller acknowledged instructions.